Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience recurring incontinence. During surgery, the existing cuff and pump were found to be functioning well with complete urethral coaptation, so they were left in place. The pressure-regulating balloon was replaced with a new one of higher pressure. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.